Event description:
It was reported, the pt has not used or charged her scs ipg in over a yr. The pt is having some pain in her back and when she attempted to turn her stimulation on there was no response. The pt tried her charger and the charger was unable to communicate with her ipg. The pt is pending is pending a f/u with an sjm rep to evaluate the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.